Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt did not have therapeutic effect with the implantable neurostimulator. The device was "not working correctly." The "call your doctor" icon was displayed on the recharger. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.